Manufacturer narrative:
Investigation summary: no product returned. Pd-any device- (twist, bent, kinked): the introducer was not returned so it could not be investigated. Clinical details mention that the introducer sheath appeared damaged and slightly bent during pump insertion. The root cause of the introducer damage could not be determined due to unreturned product for further investigation, and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the introducer tip measuring fourteen by thirteen was found to be damaged, and the dilator appeared slightly bent upon inspection. The issue was identified prior to use, and no patient contact or procedural impact was reported.